Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up with a hematoma and chest discomfort. Low r wave sensing and loss of capture due to lead dislodgement were also noted. The lead was explanted when repositioning was not successful. The patient was discharged the following day in good condition.